Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visual inspection has been performed on the returned applicator and cap and no issues were observed. The applicator has been fired correctly. The sharp was inspected and no issues were observed. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after applying the adc device. The customer had contact with a third-party (wife) who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. N/a was selected for premarket identification as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported experiencing bleeding after applying the adc device. The customer had contact with a third-party (wife) who provided unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.